Manufacturer narrative:
This is the second follow up for this case and the issue was originally reported on MDR# 3030677-2014-00322 in (B)(6) 2014. We have updated our submission system to electronic only submissions and were not able to convert the previous MDR to electronic format.

Event description:
It has been reported that the AED did not pass self- diagnostic check.